Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized and that the drape switch receptacle was damaged. A functional evaluation revealed the unit functioned as designed using the power switch, footswitch and setup switch. The drape receptacle would not receive the drape switch test jig because of its damage and the drape switch function was inoperable. The quick connect at the distal end locked and functioned as designed. The complaint was confirmed. The root cause was a damaged drape switch receptacle. It is recommended that the instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.

Event description:
It was reported that during a procedure, the piece that goes into the adapter broke. As there was not a back-up device available, it is unknown how the procedure was completed. No delay nor patient injuries were reported.

Event description:
It was reported that during a procedure, the piece that goes into the adapter broke. No backup device was available. No delay nor patient injuries were reported.